Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a pre-use check of the oxylog, spontaneous self-ignition occurred between the aldukiv pressure reducer asnn-0250 and the oxygen cylinder. The operator was able to quickly close the oxygen cylinder. The seal on the pressure reducer to the o2 cylinder was charred. There was no fire in the environment and no injury to the staff. Since the o-ring/seal was no longer present, it is not possible to determine whether a previous defect in the o-ring contributed to the event. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that during a pre-use check of the oxylog, spontaneous self-ignition occurred between the aldukiv pressure reducer asnn-0250 and the oxygen cylinder. The operator was able to quickly close the oxygen cylinder. The seal on the pressure reducer to the o2 cylinder was charred. There was no fire in the environment and no injury to the staff. Since the o-ring/seal was no longer present, it is not possible to determine whether a previous defect in the o-ring contributed to the event. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
It was reported that during inspection of the oxylog prior to use, spontaneous self-ignition occurred between an alduk IV pressure reducer and the oxygen cylinder. The information provided, including correspondence with the dräger service technician on site and photos, was analyzed for the investigation. The results of the investigation indicate generally inappropriate use. The outer o-ring was damaged and there were clear scratches and scores on the pressure reducer's hand tightening nut. It was not possible to determine whether and when the alduk IV in question had received the required 2-year inspection and maintenance. There is no service contract for the alduk and the customer maintains the device on their own responsibility. The alduk has passed the normative test for burn-out resistance when exposed to oxygen pressure surges (¿bam test¿) and is approved in accordance with iso 10524-1:2006. Previous evaluations of comparable cases have shown that user error (grease, pressure surges, etc.) Was usually the cause. A user error could not be excluded in this case . The device is safe when used correctly, provided that it is properly tightened and operated in accordance with the IFU specifications. In the event of heat build-up due to leaking oxygen gas, the cylinder valve must be closed immediately. Otherwise, gas may escape through a leak, posing a risk of the alduk overheating and the connection seal melting. The service technician has once again advised the customer on the proper handling of high-pressure oxygen. The pressure reducer will be replaced and the system checked again. The results of the investigation did not reveal any new risks that are not already recorded in the product risk management file.